Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 490 mg/dl, 268 mg/dl, 159 mg/dl, and 211 mg/dl. No symptoms reported with these results. No quality controls used. No adverse event reported. No action was taken based on device results. The customer did not provide the location where the discrepant results were obtained. Requested return of suspect device and replacement was sent.